Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital will not permit it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item # 42502606002 lot # 62795685, item # 42532007502 lot # 63092882, item # 42521200513 lot # 62773644. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03530, 0002648920-2019-00618, 0002648920-2019-00620.

Event description:
It was reported that a patient underwent an initial knee procedure on unknown date. Subsequently, the patient was revised due to pain & loosening.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.